Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid valve and calcification using a 18 millimeter (mm) non-medtronic (true flow) balloon. During valve loading, a node overlap extending to 2.5 nodes was observed. Upon the first deployment attempt at a depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), an infold was observed and the valve appeared constrained. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs), and a node overlap extending to the second node was observed on fluoroscopy. Another pre-implant bav was performed using a 20 mm non-medtronic (true) balloon. Upon deployment of the new valve, the implant depth was 5 mm on the ncc, and 5 mm on the lcc, and no infold was observed. Subsequently, the valve was fully deployed with a pacing rate of 140 beats per minute (bpm). Following the implant of th evalve, moderate paravalvular leak (pvl) was observed on the lcc. A post-implant bav was performed using a 22 mm non-medtronic (true) balloon. Following the post-implant bav, mild pvl was observed on the lcc, and the final implant depth was 5 mm on the ncc, and 5 mm on the lcc. Per the physician, the patient's bicuspid valve and calcified anatomy contributed to the event. Five days following the implant of the transcatheter valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance. Additional information was received indicating that the pacemaker was implanted due to wenckebach conduction disorder (mobitz type I second-degree heart block), which occurred after the second bav was performed.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 6 months following the implant of the valve, the valve was explanted and a medtronic surgical valve was implanted.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid valve and calcification using a 18 millimeter (mm) non-medtronic balloon. During valve loading, a node overlap extending to 2.5 nodes was observed. Upon the first deployment attempt at a depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), an infold was observed and the valve appeared constrained. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs), and a node overlap extending to the second node was observed on fluoroscopy. Another pre-implant bav was performed using a 20 mm non-medtronic balloon. Upon deployment of the new valve, the implant depth was 5 mm on the ncc, and 5 mm on the lcc, and no infold was observed. Subsequently, the valve was fully deployed with a pacing rate of 140 beats per minute (bpm). Following the implant of the valve, moderate paravalvular leak (pvl) was observed on the lcc. A post-implant bav was performed using a 22 mm non-medtronic balloon. Following the p ost-implant bav, mild pvl was observed on the lcc, and the final implant depth was 5 mm on the ncc, and 5 mm on the lcc. Per the physician, the patient's bicuspid valve and calcified anatomy contributed to the event. Five days following the implant of the transcatheter valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012610947); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.